Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot gd894006, and no issues were detected during the manufacturing of this batch. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
This is report 2 of 5 involved in this peritonitis event. It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis. Therapies were ongoing. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. Treatment information was not reported. On an unreported date, the patient recovered from the peritonitis.